Manufacturer narrative:
A ge service representative performed an on site investigation. The system was reset and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the dsa was not able to be reviewed and there was a loss of cine function. There was no patient injury or death reported.